Event description:
It was reported that the guidewire had difficulty advancing in the catheter and could not be removed from it after insertion into the patient. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was used. Difficulty was encountered advancing and removing the guidewire in the catheter. The guidewire was difficult to maneuver when the catheter array was in the flower shape, the basket shape, and when it was undeployed. The procedure was able to be completed successfully despite the issue. The guidewire was left inserted in the catheter after the procedure. No patient complications were reported. The farawave pulsed field ablation catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The farawave pulsed field ablation catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The farawave pulsed field ablation catheter was returned to boston scientific for analysis. Upon receipt at our post market quality assurance laboratory the catheter underwent visual inspection and functional testing. No outer abnormalities were observed. It was noted that the catheter was returned without a guidewire inserted. A known good guidewire was then inserted through the device successfully, and no unusual resistance was felt. Subsequently, the device was deployed to the basket and flower shapes without difficulty. No tissue or foreign matter was noted on the catheter or in the sterile pouch. The reported clinical observations were not confirmed by the analysis results.

Event description:
It was reported that the guidewire had difficulty advancing in the catheter and could not be removed from it after insertion into the patient. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was used. Difficulty was encountered advancing and removing the guidewire in the catheter. The guidewire was difficult to maneuver when the catheter array was in the flower shape, the basket shape, and when it was undeployed. The procedure was able to be completed successfully despite the issue. The guidewire was left inserted in the catheter after the procedure. No patient complications were reported. The farawave pulsed field ablation catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.